Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest cgm reading of 309 mg/dl after eating without announcing the meal, followed by pump-delivery interruption when the insulin reservoir ran out and a subsequent infusion set occlusion that required troubleshooting and set replacement. Symptoms included hyperglycemia. Outcomes included the need for caregiver assistance, supply change, and corrective coaching. Investigation included customer service troubleshooting focused on infusion site and line occlusion, insulin supply status, and user workflow for meal announcements. Investigation of this case revealed user-related factors (missed meal announcement) combined with therapy interruption due to empty insulin and an occluded infusion set, which are consistent with delivery interruption and infusion set/site issues. It was concluded, based on previously established findings for similar reports, that the cause was use error with contributory infusion set occlusion leading to interrupted insulin delivery.